Manufacturer narrative:
Please refer to the attached report. Analysis of the programmer data provided confirmed the reported issue. On (B)(6) 2026, during the first interrogation around 10:43, patient data was missing. This event is probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. As the patient data could not be deciphered, several messages appeared including: ¿manual and automatic crt optimisation is only activated when an atrial lead with a sonr sensor is implanted. Are you implanting a sonr lead?" When the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. A second interrogation was performed at 10:48, patient data were correctly displayed. Based on available data, no anomaly was detected on the subject crt-d.

Event description:
Reportedly, on (B)(6) 2026, during the interrogation of the crt-d, some pop-up messages, dedicated to the interrogation of the device implantation, appeared while the device was already interrogated several times since the implantation. Also, data in patient tab were missing. A new interrogation was performed and data in patient tab were re-appear.